Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was also received with cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
The customer's parent called and reported the insulin pump was missing, after customer took the device off to shower. Customer's blood glucose was running above 600 mg/dl. Customer was on back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.